Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of a one-link non-dehp microbore catheter extension sets separated from a non-baxter intravenous (IV) catheter. These events occurred while the patients were receiving IV contrast power injection required for computed tomography (CT) scan. There was no report of patient injury or medical intervention associated with this event. No additional information is available.